Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient representative reported "if patient knew of the significant potential health risks of allergan¿s natrelle style 410 fx implants, they would never have had allergan¿s biocell product implanted in their body. As a result of the implantation of allergan¿s defective natrelle style 410 fx implant, patient has suffered physical complaints and symptoms, all of which are causally connected to allergan¿s natrelle style 410 fx implant. Patient has experienced pain under their armpits, under and across chest, backpain, pain when taking deep breaths. Difficulty with sexual activity, numbness, stiffness, pulling, aching, shooting pain into the armpits, shoulder pain ,neck pain, tingling and numbness in arms, hands, fingers, loss of strength in arms and hands, dental issues, musculo skeletal complaints, redness, swelling, shoulder pain, stiffness. Formation of scars around the incision, nerve, back and neck pain, divots, soreness, fever, infection and discomfort. Patient also suffered from and presently suffers great fear that allergan¿s recalled and defective natrelle style 410 fx implant will result in them experiencing bia-alcl and/or death." The device has been explanted. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information cannot be requested as contact information has not been provided reason for reoperation: infection (unknown onset), pain, visibility/palpability, inflammation/irritation, sensation increase/decrease, anxiety-product/procedure, varied injuries-ndr.

Event description:
Patient representative reported "if patient knew of the significant potential health risks of allergan¿s natrelle style 410 fx implants, they would never have had allergan¿s biocell product implanted in their body. As a result of the implantation of allergan¿s defective natrelle style 410 fx implant, patient has suffered physical complaints and symptoms, all of which are causally connected to allergan¿s natrelle style 410 fx implant. Patient has experienced pain under their armpits, under and across chest, backpain, pain when taking deep breaths. Difficulty with sexual activity, numbness, stiffness, pulling, aching, shooting pain into the armpits, shoulder pain ,neck pain, tingling and numbness in arms, hands, fingers, loss of strength in arms and hands, dental issues, musculo skeletal complaints, redness, swelling, shoulder pain, stiffness. Formation of scars around the incision, nerve, back and neck pain, divots, soreness, fever, infection and discomfort. Patient also suffered from and presently suffers great fear that allergan¿s recalled and defective natrelle style 410 fx implant will result in them experiencing bia-alcl and/or death." The device has been explanted. This record is for the left side.